Manufacturer narrative:
The technician found the brake casters are the cause which may be due to normal wear and tear. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, treat, etc. Replace necessary. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake caster and brake steer caster are ratcheting when the brakes are engaged. The bed is located in the repair room of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).